Manufacturer narrative:
Additional info has been provided by the attorneys for samaritan hospital identifying another co as the MFR of the catheter sheath involved in this case; this is not a co product. According to the info that co received, the patient recently expired.

Event description:
The co legal dept was served with a notice alleging that a cardiac catheter introducer allegedly separated (post placement in the internal jugular vein) from tubing resulting in air embolism with serious injury and disability (per summons/complaint).